Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) recently had an MRI scan and since the MRI, the pt has been having trouble with their device. The pt further clarified since then they can't find a setting that works for pt the way it did before the MRI. They turned therapy back on at same program and setting as before they had the MRI and that wasn't helping the pt like it was before the MRI scan. The pt stated they have gone through all available programs and that has not helped. Prior to the MRI scan, the pt was able to hold bladder for a while and now it is "almost back to the way it was" stating when pt feels the urgency they immediately need to go. The patient was redirected to their healthcare provider to further address the issue.